Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and contrast keypad buttons had an intermittent response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp tissue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no lifting or damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required excessive force to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was inserted for investigation and was found to function properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.